Event description:
Oversensing and lead impedance of greater than 3000 ohms prompted a lead revision procedure for this right atrial lead. During the procedure, the physician had difficulty unscrewing the ra ring screw. This ra lead was surgically abandoned and a new ra lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).